Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported has been verified and repaired. The following repair activities have been performed: performed service and repair functions. Reviewed service history. Attach box label, and electrical safety. Replaced worn fingers on complete pressure adjusters with tip replacement kits to correct issue. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by biomed that the fms duo had low suction. This happened during a shoulder surgery. There was no patient harm or delay to the procedure. The surgery was completed with a different fms duo.